Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed eschar and blood build-up on the jaws of the device. During functional testing, engineering was able to replicate the sticking that occurred in the event by activating the device on porcine tissue. Engineering observed that, as eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. Upon further inspection, engineering found that the conductive stops, insulated components located at the distal and proximal ends of the static jaw, sunk during use of the device, leading to an insufficient gap between the jaws. The root cause of tissue sticking is due to an insufficient jaw gap and eschar build-up on the jaws. Applied medical is currently implementing device enhancements within a corrective and preventative action report to mitigate this type of event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "during dissection of tissue it was noticed that tissue was very sticky and difficult to remove from the jaws. After every activation the jaws were cleaned with a wet cauze. Blood veins were sealed, after opening of the jaws the tissue was still connected to the jaws. The blood vessel tear and started bleeding. Sutures were used to stop the bleeding. Jaws were cleaned once again. Fine fusion was used again to seal small blood vessels. After the seal cycle was completed the jaws were opened and tissue was still connected to the jaws. They tried to remove it very gentle, but the blood vessel tear and it started bleeding again. It was decided to not work further with voyant fine fusion anymore. They worked with standard bipolar, monopolar or sutures instead." Type of intervention: blood vessels were sealed, because tissue was stuck to the jaws the blood vessel tore and started bleeding. Sutures, standard bipolar and monopolar devices were used to stop the bleeding. Patient status: patient status is ok.